Event description:
Bought it at a groove store, the label said warming. Sure, if "warming" is burning within 1 minute of use. My bf and I both had to jump into the shower to try and get it off. It took several washes with cold water to even feel a semblance of relief. We are both still very red and very sore even after removing 99.9% of it in the shower. No part of that was warming, it was all burning. It felt like putting ice hot all over a very, very, sensitive body part and it does not get better after cleaning it off. The burning feeling continues for a while after. We have both independently used other warming personal lubricants before and have not had this happen. This report captures jo warming h2o personal lubricants #1 for patient #2. Pt: 2146, 1840, 1994. Device: 2682. Ref: mw5189798.